Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The clinician states when the consumer is driving the chair, it just intermittently stops. The only way they can get it to start again is to shut it down and turn it right back on.